Event description:
During the implant procedure the lead was not able to be connected to the ins. The ins was replaced.

Manufacturer narrative:
Final device analysis for ins (B)(4) revealed the #1 balseal was damaged in the connector port. The setscrew was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code and no longer applies to this event. Additional review determined method codes, and no longer apply. Additional review determined result code no longer applies. If information is provided in the future, a supplemental report will be issued.